Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is after the implant date, (B)(6) 2021. Brand name: monofocal enhance iol. Partial information provided as the exact brand name is unknown. Section d4 unique identifier (UDI) number: a partial UDI was provided as the serial/lot number is not available. Section d6b, if explanted, give date: not applicable. The iol remains implanted. Section h6- health effect - impact code: 4625 used to capture the yag surgical intervention. An attempt was made to get the missing information but it was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that after implanting the johnson and johnson (jnj) intraocular lens (iol) into the patient¿s left eye she experienced double vision. Blurred, askew vision and could not read the signs on the road but she could still drive. Her near vision was blurry. She had vitreous detachment in march in her right eye (no iol implant in her right eye) and just recently, vitreous detachment in her left eye that was impacting the vision in her left eye. Making it like a vaseline lens. The patient was told she has thick cataracts and there was plaque in her left eye. For the first 4 months the patient experienced double vision, askew vision. At that time there was discussion of exchanging the iol or performing lasik or yag. She was not open for the exchange. Reportedly, she was told she has healthy eyes. The patient subsequently had the yag procedure done. After the yag procedure her vision cleared up. The patient said her vision is great or crystal clear. With the exception of some nearsightedness. She needs glasses to read. She is still in a 2.75 reader since after surgery. Her vision doesn't get clear until 5 feet out. Patient explained that she needs to use readers to read and feels that perhaps if she had a different iol she would not need this. The patient explained that per her doctor her vitreous detachment and cobwebs are due to her age. However, the patient denied having any health issues. The patient is considering an iol implant in her other eye, the right eye. She wants the same lens in both eyes and does not want another lens with a yellow tint in it. Her doctor mentioned something about a lens with a yellow tint. Her doctor did not recommend the enhance iol in her other eye because she didn't seem to get all the benefits from the enhance iol in her left eye. The patient said the enhance iol is a great lens for intermediate vision. She¿s considering getting the same lens for her other eye (right eye) and asked for a recommendation as she¿s not certain whether she should get the same lens or not. Her goal is to have the right eye implanted with a lens that will alleviate her near vision and the need for readers. The patient called to gather enough information to decide what lens to have implanted in her right eye which has not yet had cataract surgery. She believes she might not require spectacles if the correct iol is put in her right eye. The jnj representative explained to the patient that she must discuss all medical and iol options with her doctor. The jnj representative asked if we may contact her doctor. The patient declined to provide any doctor information and asked the jnj representative not to contact her doctor. She does not want to get her doctor involved. No further information was provided.